Event description:
It was reported the sonicbeat with front-actuated grip tissue pad was worn out. The issue occurred during a therapeutic laparoscopic cholecystectomy which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) medical center. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the severe wear of the tissue pad occurred due to the following mechanism: the tissue pad was severely worn out because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). The instructions for use warns the prevention method associated with the event in the following description: (it can be inferred that mishandling the device by user might have contributed to the reported event.) ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.